Manufacturer narrative:
(B)(4). A vyaire field service representative(fsr) evaluated the device onsite and installed a display screen. Operational verification procedure (ovp) performance check was done per manufacturer specifications. The unit was tested on 58.7. The touch screen and touch pad was tested as well and it tested good. The vela can be returned for customer use. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela ventilator had no display. At this time, there is no information regarding patient involvement associated with the reported event.